Manufacturer narrative:
No products were returned to nxstage for eval. There have been no similar problems reported with this lot of dialysate saks. The pt had already received two dialysate treatments with the same dialysate batch with no problems. It is suspected that the pt's infection was likely caused by touch contamination by the pt. The user guide includes adequate warnings and instructions regarding the use of aseptic technique when making sak and cartridge connections. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
Approx 1/2 way into a routine hemodialysis treatment pt experienced nausea and vomiting, self-medicated with reglan; then pt developed a fever, became hypotensive and answered questions inappropriately. Saline bolus of 700cc was administered. Pt was transported to ed and admitted to ICU with septic shock. Blood cultures positive for (B)(6). Pt fully recovered and was discharged from hospital on (B)(6) 2011. Pt was administered ertapenem for 7 days ivp. No other medical intervention reported.